Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure.the customer reported that the user was unable to remove the medication for the patient due to the malfunction, resulting in a delay in the dispensing of medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the solenoid plunger was bent, causing the latch to bind and not completely seat. A field service engineer replaced plungers on 3-1 and 3-2 drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.